Manufacturer narrative:
The lens was returned in a clear water like liquid inside a small bottle. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported glare. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced glare and was unable to drive at night. The iol was exchanged for a different manufacturer's iol in a secondary procedure.